Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that review of device memory through the remote home monitoring system noted that this left ventricular (lv) lead exhibited loss of capture (loc) and decreased pacing impedance measurements of 287 ohms six days post implant. The programmed configuration was noted to be electrode 2 to rv. The patient was scheduled for in clinic follow up. No adverse patient effects were reported. This product remains implanted and in service.